Event description:
It was reported the external pulse generator (epg) was placed on a patient in the cath lab, then the patient was transferred to the intensive care unit (ICU). After approximately one hour, the patient's vitals were not improving, and the nurse noticed the epg was not functioning properly. The epg had a "self-test error" on the display. When the epg was taken off the patient, the ventricular sense light emitting diode (led) was on, and no buttons were functioning. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the device would not power up due to the main printed circuit board. Analysis also found the side bail covers are broken and the battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).